Event description:
It was reported that a wireless battery module suffered fluid intrusion. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported fluid intrusion. Corrosion was found on the radio printed circuit board. The device was retired from service.